Event description:
Customer reported on a bravo ph capsule that failed to attach. The customer used the emergency release procedure and the capsule fell off near the pt's vocal cords when removing. The pt was not injured following the procedure.